Manufacturer narrative:
Only the implant driver was returned for eval, as the implant remained viable implanted in the pt. Visual examination of the device revealed that the driver looked to be in very good condition with no signs of damage or defect. The tapered portion of the lobes exhibited a slight surface finish difference in the region that makes contact with the implant. This is expected due to the contact between driver and implant. The friction between the driver and implant caused by the axial pressure applied by the clinician may have resulted in a high retention force making driver removal difficult. Without the implant being returned it is not possible to determine a definitive root cause for this event. This product is supplied by keystone dental as a non-sterile device, consequently, there is no exp date. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. (B)(4).

Event description:
The complainant reported that the clinician was placing five (5) implants in a pt. The dentist reported that the final results were good. When the dentist was placing the fifth implant ((B)(4)) the implant driver became stuck to the implant. The clinician was able to remove the driver from the implant by rocking the driver back and forth, and without moving the implant. The implant remained viable in the pt, and the dr reported that "things ended up looking great." There was no adverse effect to the pt as a result of the reported product problem.